Event description:
A 37 y/o female with a history of severe rheumatoid arthritis and several joint surgeries presented to her surgeon with complaints of problems with her left hand x-rays of left hand showed boney destructive changes in the fifth metacarpal phalangeal joint with partial subluxation of the proximal phalanx. The other fingers remained in satisfactory position. On 10/28/97, she was taken to surgery and the implant in the fifth finger was found to be broken in two. The pieces were removed successfully removed and a new implant inserted.